Event description:
The customer contacted physio-control to report that when testing their device none of the buttons were responsive except the power button. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. It was later confirmed by the customer that the device has been permanently removed from service. The device has not been evaluated by physio-control. The cause of the reported failure could not be determined.